Event description:
Health professional reports 'fracture of the tube.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number or model number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapidport ex strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No add'l info has been reported to allergan regarding the model number, serial number, the event date, diagnostic testing, pt data, or further event details. Some of the data may not be available as the patient's records have been reported as unable to be located.